Manufacturer narrative:
Block h6: device code a150207 is being used to capture the reportable event of difficult to remove. Impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an nxt tissue helix pro was performed on (B)(6) 2024. On (B)(6) 2024, the physician report that the helix stuck in the tissue during the procedure and had to use cautery device to remove the helix. The procedure was completed successfully. There were no patient complications reported as a result of this event.